Event description:
Per the surgeon's report, this pt never had good performance since her original cochlear implantation despite normal integrity test results. Therefore, her physician explanted the device and reimplanted the pt with a new one in the same location in 2006. The pt performed poorly with the new implant. Three months later, the physician explanted the device and reimplanted the pt with a new device in a different location. The paperwork sent in with the explanted device indicated that the previous electrode array was incorrectly positioned. The pt is performing well now.